Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): upon analysis, it was reported that there were no anomalies found, and there was blood in/on the distal conductor (non-obstructing); full lead returned and analyzed.

Event description:
It was reported that the lead dislodged and could not be repositioned, as the wire was sticking inside the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.